Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Patient stated that both receiver and smart device may have been beyond twenty feet from transmitter during warmup. Dexcom representative advised patient to disable and re-enable bluetooth and restart the application, stop current session and start session again which was successful: pairing and warmup started. No additional patient or event information is available.